Event description:
It was reported that during cleaning the top jaw is bent and the tips of the jaw will not meet.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.